Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. During the first event, the customer lost consciousness and fell while at her home. As a result of the fall, the customer broke her arm. The reported blood glucose reading was 48 mg/dl. During the second event, the customer was driving her car when her blood glucose dropped from 348 mg/dl to 48 mg/dl, causing her to lose consciousness and crash her car. The second event occurred on (B)(6) 2010. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.